Manufacturer narrative:
The manufacturer previously reported on MDR rep# 2518422-2024-49565 and 2518422-2024-49565-1 the following: the manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete. The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was evaluated by third party service center and the customer¿s complaint was confirmed. The device's system board needs to be replaced to address the issue. MDR rep# 2518422-2024-100065 is a duplicate of MDR rep# 2518422-2024-49565. MDR rep# 2518422-2024-100065 was filed for the same issue reported on MDR rep#2518422-2024-49565.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred on a garbin evo device. There was no harm or injury reported. The device has not yet been returned to the manufacturer for evaluation. A follow-up report will be submitted when the manufacturer's investigation has been completed.